Manufacturer narrative:
Device used for treatment, not for diagnosis. Grass, r. (2005) tibiotalocalcaneal arthrodesis using a distally introduced femur nail (dfn). Oper orthop traumatol, 4/5, pp: 426-440. This report is for an unknown locking screw (unknown quantity/unknown lot). (B)(4) revision surgeries. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: grass, r. (2005) tibiotalocalcaneal arthrodesis using a distally introduced femur nail (dfn). Oper orthop traumatol, 4/5, pp: 426-440. The purpose of this study was to evaluate the use of the retrograde stabilization with distal femur nail, 160 mm long, with a diameter of 9-13 mm and its necessary instruments (synthes). Between february 1, 2002 and september 1, 2003, the author performed 18 tibiotalocalcaneal arthrodesis in 17 patients; three women and 14 men, with an average age of 53.6 years. Complications were noted as follows: one unknown patient experienced breakout and loss of purchase of the nail in the medial wall of the calcaneus. In this instance the calcaneus had been inadequately positioned under the talus. After removal of the nail and application of a plaster cast the arthrodesis consolidated. Another unknown patient the locking screw migrated into the cuboid. The screw was replaced with a spiral blade that led to a fusion. Another patient with a severe diabetic neuropathy had three previous attempts at a pantalar arthrodesis. A breakage of the locking screw necessitated its removal and replacement with a spiral blade. A (B)(6) patient underwent an arthrodesis of the ankle and subtalar joint on account of a severe painful osteoarthritis. An internal fixation with three screws did not lead to the desired result. Absence of bony bridging between the resection surfaces necessitated a revision. Hematoma, soft-tissue and bone infection requiring radical debridement, swab for culture and sensitivity, and specific antibiotic therapy; delayed consolidation, persistence of malalignment of hindfoot with a risk of loss of nail purchase. In all patients there were a considerable loss of bone and, or partial necrosis of talus was observed. Lastly, one breakage of locking bolt. This report is for an unknown locking screw. This is report 2 of 6 for (B)(4). This medwatch is for 2 unknown patients who experienced screw migration and screw breakage, followed by revision surgery in both cases.